Manufacturer narrative:
Concomitant medical device: 429888 lead implanted on (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Lead sensitivity was reprogrammed and the twos resolved. The lead remains in use. No patient complications have been reported as a result of this event.